Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-october-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse removed the male nut from the tubing on top of the filter housing and replaced it. The customer ran hba1c quality controls (qc). All results were within acceptable range. The g7 instrument is operational. No further action is required by field service. The most probable cause for the male nut was stuck on the peak tubing was the stuck male nut.

Event description:
On (B)(6) 2015, a customer reported that the male nut was stuck on the peak tubing at the top of the filter assembly on the g7 instrument. The customer noted she could not get the nut to turn to tighten the tubing. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.